Event description:
Per the clinic, the patient experienced dizziness, vertigo and poor device performance from activation. Reprogramming attempts were made; however, optimal hearing performance could not be achieved. Subsequently, the device was explanted on (B)(6) 2026 and the patient was reimplanted with another cochlear device during the same surgery.